Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the index procedure was performed. The 75% stenosed, 6x40mm, and tasc ii a target lesion was located in the left distal superficial femoral artery (sfa). The target lesion was treated with pre-dilatation and placement of an innova stent. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2014, the patient was diagnosed with right external iliac artery (eia) stenosis, which was previously treated with an express ld stent in (B)(6) 2013. The patient was hospitalized and referred for catheterization. On the same day, the patient was treated with an 8.0 x 40mm epic stent for stenosis in the right eia. The event was resolved without residual effects.